Manufacturer narrative:
The patient was the initial reporter so personal information was not entered.

Event description:
Customer stated the contour next did not show the blood glucose reading from the test she ran during the call. No adverse event was alleged. The customer was advised to return the meter for evaluation. A new meter was sent to her.